Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that the patient developed itchiness under the lifevest. There were no allegations of any bleeding, oozing or weeping wounds. The patient also reported that the monitor was too heavy to carry around his waist and shoulder. There was no alleged device malfunction contributing to the irritation. The patient's physician prescribed a cream for the skin irritation and advised the patient to return the lifevest. Follow up indicated that the patient's skin irritation improved upon removing the lifevest.